Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 13, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Upon evaluation of the device all the components were correctly engaged, and plunger was in advanced position. No assembly error and/or defect related to manufacturing process were identified. Scarce amount of lubricating material was observed in the cartridge. A half lens without haptic was received outside the device. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determined if the conditions observed are related to handling or to the manufacturing process. Based in the analysis of the device there was nothing identified that might lead the reported issue. Product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was missing after the iol was inserted into patient's left eye. The lens was removed and replaced with another lens of same model and diopter in the same procedure. There was no injury and no medical intervention was required. No further information was available.